Manufacturer narrative:
The PICC was placed via left median cephalic vein. After 48 hrs, small red area developed, warm soaks applied. On 6/26, red aea increased & cord developed along vein so the line was removed on 6/26/97. Product implicated and returned for eval is 3fr midline catheter. Catheter appears to be complete. Metal cannula of two-piece connector is inserted in proximal end of catheter. Distal half of connector is threaded on catheter loose. Overall length of sample is 10.1". Catheter lumen appears to be free ob blood residue. There is some tape gum residue on distal half of connector. Suture wing is included loose. There is flake of blood residue inside split of suture wing. There are grip marks from serrated jaw hemostat on one of the wings. History review of lot#51lg1153 indicates no mfg issues, and no other field complaints concerning phlebitis reported for this lot. There are no defects of any kind seen on this sample that could contribute to irritation or swelling of the vein. However, if damage to proximal end of tubing had occurred unnoticed at placement it may have allowed leakage to irritate skin at exit site. Mecahnical phlebitis is unlikely since this product is made from soft, cured silicone tubing which has been shown to be universally biocompatible and essentially insert. Reactions to the product are also highly likely. Irritations generally stem from placement technique, reactions to medication, and pt physiology. In addition, all products must meet stringent sterility and pyrogenicity testing requirements before they are released to distribution. MFR maintains validated sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt, so long as manufacturer's sterile seal integrity has not been compromised. Infections generally stem from issues concerning the sterile technique employed at placement and during use. Product defect resulting in phlebitis is unconfirmed. No mfg related issues that could lead to phlebitis are evident with sample returned. However, improper connector assembly and sterile technique issues may have contributed to complications experienced by pt.

Event description:
Placed 6/23/97. Now the skin along midline is red, swollen & hot. The PICC is to be removed.